Manufacturer narrative:
The pusher component was found to be discrepant.

Event description:
The device was used during a jejunostomy procedure. Reportedly, the suture broke. The surgeon applied another suture to complete the procedure. The hosp has reported no patient injury occurred.